Event description:
Pt underwent repair of a coarctation of the aorta in 2008. This was accomplished by fashioning an end-to-end anastomosis using a running 5-0 prolene suture. Pt did well post-operatively until 4 days later when she collapsed and became unresponsive. Attempts at CPR and ECMO failed and a thoracotomy was performed revealing partial dehiscence of the suture line. The knot and posterior portion of the suture line were intact as were the tissue edges. The remaining portion of the suture was used to reapproximate the edges of the tissue until anastomosis with new suture could be completed. Because the knot was secure, we suspect that the suture broke. Note: three separate lot numbers of 5-0 suture were open and in use at the time and it is not clear which lot this suture came from. Suspect lots are aar113, abe770 and ace 025.